Manufacturer narrative:
The customer¿s report of the pca delivering an incorrect dose was confirmed in the pcu event log. Analysis of the pcu event shows pca s/n (B)(4) was programmed to infuse a pca dose only infusion of hydromorphone pca standard dose 10mg in 50ml (drugid 196) at 1:24 pm on (B)(6) 2018. The pca dose was pre-populated as 0.2mg, however the user changed the dose to 3mg. The user then selected yes at the guardrails warning ¿pca dose exceeds guardrails limit of 1mg. Proceed?¿ each pca dose request delivered 15ml at 150ml/hr. The root cause of the customer¿s report of the pca delivering an incorrect dose was due to user programming. No device was returned for investigation.

Event description:
The customer reported that a primary infusion of ns at 150ml/hour with a secondary infusion of pca "syringe 50ml dilaudid with 10ml of dilaudid with a 0.2mg/ml concentration" was started at 1328; loading dose of 2mg and a continuous infusion rate of 0.3mg/hour. At 16:10 the device alarmed that the dilaudid syringe was empty. Upon assessment the patient was found to be over sedated and unresponsive; a reversal agent was going to be administered but the family refused and asked to allow the patient to pass away. The patient was able to wake up and recover from the event without any medical interventions or lasting harm.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported that at 1328 the nurse initiated a primary infusion of ns at 150ml/hour with a secondary infusion of pca "syringe 50ml dilaudid with 10ml of dilaudid with a 0.2mg/ml concentration" which was programmed with a loading dose of 2mg and a continuous infusion rate of 0.3mg/hour. At 16:10 the device alarmed that the dilaudid syringe was empty. Upon assessment the patient was found to be over sedated and unresponsive; a reversal agent was going to be administered but the family refused and asked to allow the patient to pass away. The patient was able to wake up and recover from the event without any medical interventions or lasting harm.